Event description:
It was reported that a malfunction occurred with the pump, displaying the code malf 16. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was instructed to use a backup insulin pump while cts arranged for a replacement pump. They ensured the customer knew how to put the pump into storage mode and provided a pre-paid label for returning the malfunctioning pump within ten days.